Event description:
Sales rep trying to interrogate device and it would only interrogate 75%. It would stop and come up with a massage "corrupted ram emergency cannot shock or pace > 60 sec. 2003 received call from sales rep. Pt complained of palpatations. Device, upon interrogation, shows error message "corrupted ram". The device was pacing in the artrium at a rate of 108. Pt was stable.